Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that during an attempt to configuration cloning "learn error-com error" when infrared outlets are aligned, occurred. This error occurred only with this particular device. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were neither broken nor removed upon receipt. No external damage was noted to the returned device however, the battery was noted to be non-original equipment manufacturer. No error code was found in the ehl (event history log) pertaining to the customer stated problem. The customer reported issue was duplicated during the investigation. Root cause of the reported issue is from customer damage or mishandling as the interconnect board was found to be contaminated. Installed an original equipment manufacturer battery, performed function and delivery tests. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
B5: additional information was received and attached in the complaint on 13 september 2022: the failure did not occur on a patient. The customer tried to clone the configuration from another pump, and this is when he received the error message. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: correction: model number: 3500.